Event description:
On (B)(6) 2019, neotract was informed of a successful prostatic urethral lift (pul) procedure during which a delivery device did not deploy properly. No patient injury or harm was reported and patient was discharged with a routine post-procedure catheter. The device in question was returned to neotract for investigation. On 12/10/2019, neotract's investigation of the device indicated that 2mm of the needle tip was missing. Neotract notified the physician of the investigation results, and physician stated that there will be no further follow-up as the patient is doing well.